Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms starting on (B)(6) 2016. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period of greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two (2) critical battery alarms involving (B)(4) and one (1) critical battery alarm involving (B)(4) most likely due to communication errors. These alarms were recorded within (B)(6) 2016. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Heartware investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650 / expiration date: 2016-11-30 , return date: (B)(6) 2016, mfg date: 2015-11-30 (B)(4).

Event description:
It was reported that the patient noted getting the critical battery alarm, confirmed that the batteries were fully charged at the time it occurred. To resolve the problem, the patient disconnected and reconnected the batteries and the alarm resolved. In clinic, it was noted there were multiple critical battery alarms on the alarm log. The patient¿s batteries were replaced. No patient complications have been reported as a result of this event.